Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2014 to report on behalf of the patient cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. At the time of the call to dexcom technical support, the patient care specialist of the patient did not report any medical intervention or injuries.